Event description:
Pt was revised to address on-going infection. Update - (B)(6) 2011 - litigation papers allege, pt has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain and suffering; and past, present and future medical, hospital, rehabilitative and pharmaceutical expenses, lost wages, and other related damages. It is also alleged pt's injuries necessitated a revisionary surgery of the right hip on (B)(6) 2010.

Manufacturer narrative:
No devices associated with this report have been returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records confirmed an infection. A hole eliminator is being added to the complaint as it was also removed on (B)(6) 2010. The patient was reimplanted on (B)(6) 2011 with depuy products. The complaint was updated on:7/6/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.